Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to failure of the circuit board. The exact cause of the circuit board failure could not be conclusively determined.

Manufacturer narrative:
The olympus local service department checked the subject device and found that the circuit board of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department, it was found that after the subject device was powered on, the subject device was turned off automatically 10 minutes after. Other detailed information was not provided. There was no report of patient injury associated with the event.